Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for the system error (se) 2240 (air in line) was not confirmed due to a lack of sample. A root cause of the complaint was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during fill 1 of 5. The technical service representative (tsr) explained the alarm to the home patient (hp) and assisted to clear the alarm. The hp would disconnect and reset the hc machine with new cassette and bag. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up with the hp, it was revealed that she believed the alarm was caused by kinked tubing on the heater line. The hp believed that there was a kink by the red clamp. The hp now moves the clamp up a bit, to prevent the kink from happening. The nurse was informed. The hp did not have any infections/injuries. The hp was aware of the proper procedures. Per hp, the therapy was going excellent.